Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a remote follow up via merlin.net transmissions, back up vvi reset mode was observed due to impaired telemetry communication. A software download was successfully performed. Patient was stable.